Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cpu usage for the cce profile plugin process exceeded 90%. A technical support specialist (tss) dialed into multiple stations and confirmed that the alert was visible on-screen. While continuing efforts to establish a connection, the tss logged in to esxi - 10.42.6.160 server. To improve performance, additional memory resources were allocated to the interface specifically, 4 v central processing unit (cpus) and 16 giga byte (gb) of memory. The tss then rebooted the server for windows updates. Following these adjustments, message flow resumed and was confirmed to be current and stable. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server had a device notified patient orders may not be current. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.